Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 853 mg/dl. Customer had symptom of high blood glucose; customer had abdominal pain. Customer was treated with insulin drip and sent home. Customer was wearing insulin pump at the time of hospitalization. Customer reported to have received no delivery alarm. During troubleshooting for high blood glucose, insulin pump passed high pressure test. Sets were replaced.